Manufacturer narrative:
The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm and customer experienced high blood glucose. Blood glucose level at the time of the incident was 390 mg/dl. On (B)(6) 2018 customer had a blood glucose of 486 mg/dl which was treated by syringe. Blood glucose was 166 mg/dl at the time of the call. Customer completed troubleshooting. No product was returned for analysis.